Event description:
The patient¿s mother reported that the patient¿s blood glucose levels increased to 585 mg/dl after wearing the pod for approximately 36 to 48 hours and did not decrease despite manual administration of insulin. At the time of the event, the patient was using a dexcom g7 continuous glucose monitoring sensor, which displayed a reading of 300 mg/dl; however, a finger-stick measurement indicated a blood glucose level of 585 mg/dl. It was further reported that the pod generated an audible alarm with an unidentified error message at the time of the event. The patient was admitted to the hospital on (B)(6) 2025, where they were diagnosed with diabetic ketoacidosis. The patient was treated with intravenous insulin and fluids. At the time of reporting, the patient remained hospitalized, and no anticipated discharge date had been provided despite multiple good-faith attempts to obtain additional information.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.